Event description:
It was reported that during an lar procedure, the device leaked from anastomotic site one day after procedure. It is unk what contributed to the leak. The pt was brought back for a repeat operation to correct the leak. There was no further consequence to the pt reported.